Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. This was discovered after use. The following information was provided by the initial reporter: material no:382534, batch no: 0010508. It was reported that the needle failed to retract.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. This was discovered after use. The following information was provided by the initial reporter: material no:382534, batch no: 0010508. It was reported that the needle failed to retract.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause could not be determined.